Manufacturer narrative:
(B)(4). Test strips were not returned for evaluation. Meter was returned. Evaluation in process note 1: manufacturer contacted customer in a follow-up call on 06-may-2022 to ensure the customer's condition had improved - able to establish contact with customer who stated he did not currently have any diabetic symptoms. No medical intervention since the last call was reported. Note 2: manufacturer contacted customer in a follow-up call on 11-may-2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer initially reported complaint for error message (e-0). During the call, a blood test was performed by the customer non-fasting and produced test result of hi using true metrix air meter; customer was concerned with the result obtained. The customer does not know his expected blood glucose test result range. The customer reported feeling fatigued; medical attention was not needed at the time. The product is stored according to specification. The test strip lot manufacturer¿s expiration date is 08/31/2023 and open vial date is (B)(6) 2022. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Sections with additional information as of 29-jun-2022: h3: was the device evaluated by the manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter was returned for evaluation. Product testing was performed and defect found on returned meter: e-7. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Root cause: rc-001: miscellaneous user induced contamination on the strip connector.